Manufacturer narrative:
The catheter involved in the reported complaint will not be returned for investigation because the customer has disposed of it. Therefore, a physical investigation could not be performed, and the root cause could not be determined.

Event description:
During multiple attempts, the customer had difficulty removing the guidewire from the quattro catheter. Three quattro catheters and zoll guidewires were attempted to insert into the femoral vein (right and left sides). Each attempt was difficult and required multiple insertions. The customer reported that the guidewire could not be removed from any of the three catheters, and the catheter had to be removed along with the guidewire each time. Per the customer, the physician's experience with intravascular catheter placement was frequent, and per the physician, there was no increased tortuosity in the vein. No patient injury was reported. The customer saved only one catheter (lot #198059) with guidewire (lot #199681) for investigation. The lot numbers of the two other catheters and the guidewires are unknown, and the customer has disposed of them.